Event description:
It was reported via repair work order that the braking force is reduced due to peeling caster tires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.